Event description:
It was reported that the customer passed away at home. The cause of death was upper respiratory infection; pneumonia. The caller stated that, for 1 month prior to passing, the customer had upper respiratory infection. The customer's blood glucose at the time of death was unknown, but it was above 160 mg/dl the night prior to passing. The caller stated that the last 2 weeks the customer was alive, she was in the emergency room 4 times. The customer was on dialysis. She had a transplant, which lasted 6 months; it got rejected and began decaying on her body. It was removed and the customer was put back on hema, at home. The customer was wearing the insulin pump at the time of passing, but it was removed at the emergency room. The device was placed in a zip lock bag, where the device got covered in insulin because the device kept delivering insulin. The batteries were removed. The customer used sensors but was not wearing one at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.